Manufacturer narrative:
Date sent to the FDA: 4/11/2017. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and tvt obturator was implanted. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic-assisted vaginal hysterectomy and bilateral salpingo-oophorectomy. It was reported that the patient underwent mesh excision on (B)(6) 2010 under dr. (B)(6) at (B)(6) due to dyspareunia. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3270022 and product code 810081.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date a mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
(B)(4).